Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Front portion of the tampon was missing, not sure if it was left in my body- vagina [foreign body in reproductive tract] front portion of the tampon was missing [device breakage] case narrative: consumer reported via phone that a portion of the tampon was missing. No serious injury reported.